Manufacturer narrative:
Accuracy test: the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the test. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. Root cause based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken. Q alert (B)(4) was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on (B)(6) 2021. Personnel notification was performed on (B)(6) 2021 to notify production personnel about the failure mode reported by the customer.

Event description:
It was reported that a patient did an infusion change on 11pm. At about 5am the pump started to alarm ?occlusion". Patient problem was solved as instructed and pump continued to alarm. No patient injury was reported.

Manufacturer narrative:
Accuracy test: the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the test. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. Root cause based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken. Q alert (B)(4) was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on (B)(6) 2021. Personnel notification was performed on (B)(6) 2021 to notify production personnel about the failure mode reported by the customer.

Event description:
It was reported that a patient did an infusion change on 11pm. At about 5am the pump started to alarm ?occlusion". Patient problem was solved as instructed and pump continued to alarm. No patient injury was reported.